Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates there were high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000145026.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to program the patient were unsuccessful. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.